Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. Nothing was added or removed during the procedure.